Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11 and concomitant product. The device was returned to the repair site for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: damaged connector lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer¿s allegation it was due to the subject device had damage on the cable; therefore, the image function did not work normally; and for the newly reportable malfunction, the cause was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the event occurred before a therapeutic endoscopic sinus surgery. The procedure was completed with another device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had poor video image quality. There were no reports of patient harm.